Event description:
It was reported that after breakfast the user¿s blood glucose rose to 274 mg/dl and subsequent meal announcement and correction dosing on the ilet brought glucose back toward range; during the call the user¿s glucose was in the 70s¿80s mg/dl and they felt light-headed, and education was provided on cgm accuracy and best practices for treating low glucose. Symptoms included hyperglycemia earlier in the episode and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.